Event description:
Clinical study: same patient as MDR ID# 6000093-2005-00518 and 6000093-2005-01475. It was reported that 62 days after a coronary artery drug eluting stenting procedure the patient required coronary artery bypass grafting (CABG) surgery. Target lesion 1 was a 2.5mm 99% stenosed severely calcified bifurcated portion of the proximal left anterior descending (prox lad) artery. The target lesion was predilated and a taxus express2 otw 8.8% 2.5x24 drug eluting stent was placed. A dissection occurred in the 1st diagonal artery side branch and was treated with a bare metal stent. Post dilation of the target lesion and the side branch was performed with a kissing balloon technique. The patient was discharged 6 days later. Sixty-two days after the initial procedure the patient required a target vessel reintervention (tvr) with CABG surgery, bypassing the proximal left anterior descending artery. The patient was discharged 6 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was restenosis of the stent.